Manufacturer narrative:
Manufacturer changed to invacare (B)(4). Unknown serial number.

Event description:
End user daughter is stating that the assist rails were up and her mother fell out of bed while her daughter was giving her a bath in bed. Daughter is stating that she was in the semi seat position when her mother rolled out of bed, and fell and hit her head but her daughter was able to catch her neck so she didn't hit directly. The rails worked fine, but the mother was below the protection area, so there was nothing in her way from falling out of bed. We are not returning the rails since they did not fail. Daughter said that she called 911 and took her mom to ER. Mother bumped her head, but no broken bones. No other information provided. Update from (B)(4) 2016 added by consumer affairs: end user states bed did not fail or malfunction, she just fell over as daughter was bathing her in bed. She was taken to the ER as a precaution and x-rays were done to confirm nothing was broken. No broken bones just soreness and minor bruising. No return anticipated as product did not malfunction and is in good working order. No further information provided or expected.

Manufacturer narrative:
User¿s manual review 1114836 rev. F (page 8). Close supervision is necessary when this product is used by or near children or people with disabilities. (Page 9) physically challenged individuals who cannot prevent themselves from rolling/climbing out of the manual/electric bed may require alternative safe means of restraint.

Event description:
End user's daughter is stating that the assist rails were up and her mother fell out of bed while her daughter was giving her a bath in bed. Daughter is stating that she was in the semi seat position when her mother rolled out of bed, and fell and hit her head but her daughter was able to catch her neck, so she didn't hit directly. The rails worked fine, but the mother was below the protection area, so there was nothing in her way from falling out of bed. We are not returning the rails since they did not fail. Daughter said that she called 911 and took her mom to ER. Mother bumped her head, but no broken bones. No other information provided. Update from 02/03/2016 added by consumer affairs: end user states bed did not fail or malfunction, she just fell over as daughter was bathing her in bed. She was taken to the ER as a precaution and x-rays were done to confirm nothing was broken. No broken bones just soreness and minor bruising. No return anticipated as product did not malfunction and is in good working order. No further information provided or expected.